Manufacturer narrative:
On (B)(6) 2021, after further review of file patient experienced food allergies and stomach issues post procedure. Patient's impacted device is a 375cc mentor siltex round moderate profile saline breast implant, catalog: 3542660, lot: 5967063, serial number: (B)(6). Patient's implantation date is (B)(6) 2010. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture and generalized illness. H6 health effect - clinical code e2402: generalized illness. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
This event was previously reported to the FDA under mw5097898. It was reported that caucasian female patient underwent breast surgery with two unspecified gel breast implants experienced bilateral rupture post procedure. As a result, patient underwent bilateral removal and replacement with two allergan natrelle breast implants on (B)(6) 2014. Mentor has received information in a string of three ruptured sets of implants in which only the implant date of the first set, and the explant date of the last set of implants were provided. Therefore, the event, implant, and explant dates are being left blank as they were not provided and a reasonable estimate cannot be made with the available information. If additional clarification is received in the future, then a supplemental report will be submitted. This report relates to the patient¿s left-sided device as the last set in the series of three bilateral ruptures. See manufacturer report numbers 1645337-2021-01519 (left side) and 1645337-2021-01520 (right side) for the initial and 1645337-2021-01120 (left side) and 1645337-2021-01121 (right side) relating to second bilateral ruptures respectively.